Manufacturer narrative:
The customer contact indicated that the device was discarded. During the investigation, no possible causes for the customer reported device breakage were identified. The device was not returned to hospira for testing and investigation; therefore, attribution of the issue to the device could not be determined. The list number and lot number of the device that was in use is unk. The customer contact did not provide any info about the device list number; therefore, the brand name and common device name are unk. This report represents all the info known by the reporter upon query by hospira personnel.

Event description:
The customer contact reported device breakage of the distal tip of the male adapter of the tubing set. The tubing set was being used to deliver an unspecified volume of normal saline. After an unspecified length of time, it was reported that when the nurse was disconnecting the tubing set broke off inside the hub of the pt's intravenous (IV) access site. The pt's IV access site was changed as well as the tubing set, and the therapy was resumed. There were no reported adverse pt effects and no delay in therapy critical to the pt. No medical interventions were required. The customer contact reported aseptic technique was used before connection using a curos cap. No add'l info was provided.